Event description:
It was reported that the pt experienced a lack of stimulation. The stimulation was increased and the stimulation "felt fine" for four to five hours. When subsequently rising from a seated position, the pt experienced a shocking sensation. There was no known related incident or accident reported. The pt met with the MFR rep the day previous to this report. The neurostimulator was found to be set at 8.4 volts. The pt usually ran program 1 at 1.1 volts, and program 2 at 2.5 volts. The stimulation was decreased to the pt's settings. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).